Event description:
The emergency room staff was attempting to defibrillate a male pt (age unknown) who was having a heart attack. The staff first successfully defibrillated at 200 joules. On the second attempt to defibrillate the staff charged the device to 300 joules, then pressed the discharge buttons down, but no charge was delivered to the pt. They allege that they were able to deliver the energy on the next attempt only by pressing and holding down the charge button on monitor, and then pressing the discharge buttons on the paddles. The staff then attempted a third defibrillation at 360 joules. The staff alleges that the joules were not delivered, until they again pressed and held the charge button down and then pressed the discharge buttons on the paddles. The staff was able to obtain another device, and there was no adverse effect on the pt.